Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) did not deflate, and ultrasound confirmed persistent intra-arterial balloon inflation. Intraoperative vascular surgery consultation was performed, and with vascular surgery present, the balloon was ruptured under direct ultrasound visualization using a 21g micropuncture needle. The mynxgrip was then removed intact, manual pressure was applied for 20 minutes, and hemostasis was achieved. There was no reported patient injury. Distal pulses were intact at the conclusion of the procedure, and the patient¿s neurologic examination was unchanged. The device was stored and prepared according to the instructions for use (IFU). There was no device or package damage observed prior to use. The issue was identified during preparation. The device will be returned for evaluation.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) did not deflate, and ultrasound confirmed persistent intra-arterial balloon inflation. Intraoperative vascular surgery consultation was performed, and with vascular surgery present, the balloon was ruptured under direct ultrasound visualization using a 21g micropuncture needle. The mynxgrip was then removed intact, manual pressure was applied for 20 minutes, and hemostasis was achieved. There was no reported patient injury. Distal pulses were intact at the conclusion of the procedure, and the patient¿s neurologic examination was unchanged. The device was stored and prepared according to the instructions for use (IFU). There was no device or package damage observed prior to use. The issue was identified during preparation. The device was used with a 5f10cm non-cordis sheath. The procedure used a retrograde approach in the right common femoral artery. The device was not returned for evaluation as previously expected. Addendum: a portion of the shuttle tube was found missing on product evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) did not deflate, and ultrasound confirmed persistent intra-arterial balloon inflation. Intraoperative vascular surgery consultation was performed, and with vascular surgery present, the balloon was ruptured under direct ultrasound visualization using a 21g micropuncture needle. The mynxgrip was then removed intact, manual pressure was applied for 20 minutes, and hemostasis was achieved. There was no reported patient injury. Distal pulses were intact at the conclusion of the procedure, and the patient¿s neurologic examination was unchanged. The device was stored and prepared according to the instructions for use (IFU). There was no device or package damage observed prior to use. The issue was identified during preparation. The device was used with a 5f 10cm non-cordis sheath. The procedure used a retrograde approach in the right common femoral artery. One non-sterile 5f mynxgrip vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device and was removed prior to further evaluation. The sealant and advancer tube were not returned for this evaluation. The sealant sleeve was found fully retracted. The balloon was not returned for this evaluation. During visual inspection, a portion of the shuttle tube was found to be missing and not returned for this evaluation. Additionally, the internal wire was observed protruding from the remaining portion of the shuttle tube. No other anomalies were observed during this visual analysis. An attempt to perform the inflation/deflation test could not be performed because the balloon was not returned for this evaluation. A high-magnification microscopic evaluation was executed to evaluate the distal end of the tube. During this analysis, deformation and small elongations of the plastic material surrounding the separation were observed, consistent with tensile stress. Additionally, exposed internal wire was observed protruding from the remaining portion of the shuttle tube. No other anomalies were identified during the high-magnification inspection. A product history record (phr) review of lot f2514801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-deflation difficulty¿ could not be observed through analysis of the returned device as the balloon was detached from the unit. Therefore, a condition of ¿catheter-catheter detachment¿ was observed through analysis of the returned device as it was received with the catheter shaft detached and some of the shuttle missing. The exact cause of the issues experienced and observed condition could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors that may have contributed to the reported deflation difficulty, particularly since the balloon could not be assessed for damage and functional analysis could not be performed. However, since it was reported that the issue was identified during preparation, contrast media¿related factors and/or handling factors may have contributed to the deflation difficulty experienced both during preparation and in the patient. Additionally, an exposed internal wire was observed protruding from the remaining portion of the shuttle tube. It is possible that this wire became pinched within the slit of the shuttle tubing if the device was not properly realigned to the insertion angle position, which could have contributed to difficulty deflating the balloon. Regarding the received condition of the device in which the balloon and distal end of the shuttle were detached and not included for analysis, handling factors likely contributed to this condition, as evidenced by the deformation and small elongations of the plastic material surrounding the separation, which are consistent with tensile stress. However, as this condition was not reported by the user, it is unknown whether it occurred during the procedure, as a result of the deflation difficulty, or due to post-procedure manipulation. According to the mynxgrip IFU, which is not intended as a mitigation, during the prepare balloon step, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing.¿ it should be noted that viscous contrast solution might cause difficulties when inflating/deflating the balloon and/or delay the balloon¿s inflation/deflation time. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2514801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.